Event description:
The customer reported the sys is alarming and displaying a touch screen or keyboard error. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the sys and replaced the keyboard and performed a collimator alignment. Sys operates as intended. (B) (4).